Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the pilot valve for the manifold was leaking. Additional malfunctions include the o-ring for the manifold was defective, and the tie wraps for the sieve beds were defective.